Event description:
The pump was returned for investigation. Investigation revealed that the vibration motor was misaligned. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed that the vibration motor was misaligned. Unrelated to the vibration motor issue, investigation revealed that the keypad cover was torn at the up arrow button. All keypad buttons functioned normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).